Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The root cause for the reported complaint could not be determined as no sample was returned for analysis. All product and batch history records are quality reviewed prior to product release. There have been no other complaints for this lot. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received via a surgical report: during the iol exchange procedure, a secondary cataract was noted and removed prior to implantation of the replacement iol.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
A consumer reported that approximately six months following a cataract removal with intraocular lens (iol) implant procedure, a vertical crack was observed in the implanted iol during a refractive consultation. The iol was subsequently exchanged. The consumer noted that he was treated with antibiotic/steroidal eye drops for two weeks and non-steroidal anti-inflammatory eye drops for six weeks after implantation of the new iol. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information via a surgical report: during the iol exchange procedure, a secondary cataract was noted and removed prior to implantation of the replacement iol. (B)(6) 2018 from the consumer stating a retinal detachment took place. This condition was treated by a laser therapy and an extremely painful surgical procedure (cryocoagulation with kryopexy).